Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The device has been received however the investigation has not yet been completed. A f/u report will be submitted once the eval has been done.

Event description:
Customer reported a leak in the silicone segment. No model number provided. No report of harm to pt or user. No medical intervention was required or reported.